Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled for a tibial revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient has been revised due to tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
Concomitant medical product(s): articular surface use with plate 5,6 size green/c-h 10 mm height cat: 00595204010 lot: 62788801; all poly patella size 35 mm dia. Standard 9.0 mm thickness cat: 00597206535 lot: 62423972; cruciate retaining cr-flex femoral component porous uncemented size g left with calcicoatâ® ceramic coating sterile product do not resterilize cat: 65595201701 lot: 62544453. Complaint sample was evaluated and the reported event was unable to be confirmed. As received, the devices exhibit signs of being implanted. Tm tibia plate has damage to the anterior edge of tm pad and the post have been cut off; only one of them was returned. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.